Event description:
International (B)(6) complaint received reporting leakage/ blood loss incident with use of unknown hemodialysis catheter/dialysis tubing line and d1000 tego connectors. The report as translated states "... After receiving hemodialysis in some with broken clamps patients, customer has detected blood leaking (soft) through the tego. It happened twice. Customer realized this leaking when they are going to start the next hemodialysis." No adverse patient consequences reported. MFR has made multiple follow up requests for additional information and status of the involved devices. To date there has been no response.

Manufacturer narrative:
MFR investigation: a review of the mfg lot build database for the reported lot #2445071 (mfg. (B)(4) 2012) showed (B)(4) units were manufactured, tested, inspected and released. No exception documents were generated during the mfg lot build. Findings: the involved devices have not been returned to the MFR. For analysis and confirmation. The exact cause(s) of the reported incident are unknown at this time.